Event description:
The customer reported via phone call that they were unable to upload their insulin pump. Customer also reported a motor error alarm occurring. Customer's blood glucose was 321 mg/dl. The customer stated the alarm occurred during a bolus and while rewinding the insulin pump. Customer stated they have been able to rewind the insulin pump in the past. It was also found the customer had signal too low and displayable history check failed on start up alarms in their alarm history. Customer stated the insulin pump was not in the spanish language. It was also found the insulin pump passed a self test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump passed displacement test and self-test. No alarm noted during testing. The insulin pump was unable to complete download due to multiple alarms noted in the alarm history screen. The insulin pump alarmed due to corrupted history files. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.